Event description:
Was performing trigger point injections (tpis) for patients left lower extremity myofascial pain and while performing tpi in proximal left hamstring patient reacted due to pain and 30 g 1 inch needle broke off inside patient. We were unable to retrieve the needle and area where it was inserted was circled and recommended the patient present to ed for further evaluation and management.